Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched screen, cracked display window corner, cracked reservoir tube lip, and protruded/loose drive support disk.

Event description:
It was reported that the insulin pump had scratched display and the customer did have hard time to read. The blood glucose reading was 95 mg/dl. The caller mentioned that the device was dropped. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.